Event description:
The surgeon implanted a 24mm aortic valve in reversed position, the patient's aorta was closed and weaning from the bypass pump began. When pressure in the heart chambers appeared incorrect, the surgeon reopened the aorta and placed a new valve in the proper position.